Event description:
As reported, a filiform double pigtail ureteral stent set broke into 3 sections upon removal from tray. The tether was attached to the stent when the packaging was opened, however, it was removed by the user. The procedure was completed with a new stent. This occurred prior to patient contact; there was no impact to the patient.

Manufacturer narrative:
Name and address:(B)(6). PMA/510(k) #: preamendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Correction: d9, h3: the hospital shipped back a package for both related complaints but only included the stent from pr356571. Since the complaints involve devices from two different lots and patients the device from pr356571 is not applicable for use in pr356570's device failure analysis. "Product to be returned" field changed from "yes" to "no" . Event summary: as reported, a filiform double pigtail ureteral stent set broke into 3 sections upon removal from tray. The tether was attached to the stent when the packaging was opened, however, it was removed by the user. The procedure was completed with a new stent. This occurred prior to patient contact; there was no impact to the patient. Investigation - evaluation a document-based investigation was performed including a review of complaint history, device history record (DHR), drawings, instructions for use (IFU), and quality control data. The complaint device was not returned; therefore, no physical examinations could be performed. A device history record (DHR) review was conducted in response to this incident. Cook concluded that this nonconformance was not related to the customer complaint. The component lot also did not record any nonconformance. A trackwise search of complaints associated with this lot (13636906) revealed no additional customer complaints. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: ¿how supplied: supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened and undamaged. Do not use if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from the package, inspect the product to ensure no damage has occurred.¿ the complaint reported by the customer of the stent separating into three pieces was confirmed due to customer testimony. The cause of the break in the stent was unable to be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.